Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: lot number? No further information is available. Event date? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. During the procedure, the suture was broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/16/2020. Additional information was requested and the following was obtained: lot number: qcmkps. A manufacturing record evaluation was performed for the finished device lot number: qcmkps / j493v05, and no non-conformances related to the reported complaint condition were identified. Additional h3: investigation summary: it was reported the suture was broken during use. A needle / suture piece of product code: j493, lot#: qcmkps was received for evaluation. During the visual inspection of needle / suture piece, the strand was observed broken due to stress applied and only a section of 4.5" was received for evaluation, no body fluids or marks by use could be observed. The damaged suture has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.